Manufacturer narrative:
Device label codes: 1701, 1738. Underwater leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event complications: unk - reported 10/4/96; none - reported 11/7/96. Patient's current status: stable - rpt'd 11/7/96.